Manufacturer narrative:
(B)(4). Updated sections: d1, d2, d4, h2, g3, h10. This supplemental report is being submitted to communicate that the initial report was sent in error. Product information was received, which changed the reportability of this event.

Event description:
It was reported offset cup impactor screw got stuck inside of the cup impactor. When removing the screw from impactor after the case was finished, the screw was stuck and couldn't get out. After applying force, the inside screw broke off at the tip. Needs replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported offset cup impactor screw got stuck inside of the cup impactor. When removing the screw from impactor after the case was finished, the screw was stuck and couldn't get out. After applying force, the inside screw broke off at the tip. Needs replaced. Attempts have been made and additional information on the reported event is unavailable at this time.